Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number number 6 states, "inadequate range of motion due to improper selection or positioning of components."this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04125 / 04126).

Event description:
Patient underwent a manipulation under anesthesia approximately one month post implantation due to stiffness.